Manufacturer narrative:
This event occurred in (B)(6). Refer to the medwatch with patient identifier (B)(6) for the thyrotropin (tsh) assay.

Event description:
The customer received questionable thyroid results for one patient sample. Of the data provided, only the results for thyrotropin (tsh) and free thyroxine (ft4) were discrepant. The sample was tested on a cobas e602 analyzer and the tsh result was 0.29 uiu/ml. The ft4 result was 5.20 ng/dl. On (B)(6) 2014, the sample was submitted for investigation and was tested on cobas 8000 e602 analyzer serial number (B)(4). The tsh result was 0.280 uiu/ml and the ft4 result was 5.20 ng/dl. The sample was tested on an elecsys 2010 or a cobas e411 analyzer and the tsh result was 0.271 uiu/ml. The ft4 result was 5.42 ng/dl. On (B)(6) 2014, the sample was sent to another laboratory and tested on a centaur analyzer. The tsh result was 0.2 uiu/ml and ft4 result was 4.4 ng/dl. Information concerning which result was reported outside the laboratory was requested, but was not provided. The patient was not adversely affected. It was noted the customer was using sample tubes with 10mm diameter. These tubes are not specified for use on the cobas e602 analyzer.

Manufacturer narrative:
A specific root cause could not be identified. No sample was available for investigation.